Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported to be "patient had unhygienic food from outside". It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin 500mg stat and amikacin 50mg stat and subsequently vancomycin injection (500 mg , intraperitoneally, every 5th day and for 14 days) and amikacin injection (25mg each bag, intraperitoneally, for 14 days and frequency not reported) for peritonitis. The patient was recovered one day after the event onset. Pd therapy was ongoing. No additional information is available.